Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported that the insulin pump had recurring unexpected restart alarms after battery changes. The caller also reported that the insulin gauge showed that the reservoir was empty when it actually contained insulin. Review of the device's alarm history showed that multiple error alarms had occurred. Blood glucose level at the time of the incident was not provided. The nurse was advised that the insulin pump would be replaced and agreed to return the device for analysis.